Event description:
It was reported that the patient experienced a loss of therapeutic effect. The implantable neurostimulator had been replaced on 2011-(B)(6) and good benefit was reported at that time but this decreased a week or two later. There was no known accident or incident related to this change. Impedance readings were within normal range, though some were slightly elevated: c0=1328, c1=1328;c2=882; c3=1328; 01=2489;02=1700'03=2642;12=1700;13=2489;23=1371. The patient was reprogrammed and all four programs provided a sensory response. Amplitude limit was increased to 3 on all programs during reprogramming. It was reported that the patient left the session feeling stimulation and happy.

Manufacturer narrative:
Ins model 3058, (B)(4), implanted: 2010-(B)(6) explanted: 2011-(B)(6), lead model 3889-28, (B)(4), implanted: 2011-(B)(6) explanted: unknown, extension model 3095-10, (B)(4), implanted: 2011-(B)(6) explanted: unknown.